Manufacturer narrative:
Journal article: safety and efficacy of the bioabsorbable polymer everolimus eluting stent versus durable polymer drug-eluting stents in high-risk patients undergoing pci: twilight-synergy authors: usman baber, rishi chandiramani, shamir r. Mehta, samantha sartori, zhongjie zhang, bimmer e. Claessen, carlo briguori, samin sharma, george dangas, roxana mehran journal: catheter cardiovasc interventions year: 2021 reference: doi: 10.1002/ccd.28995. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - safety and efficacy of the bioabsorbable polymer everolimuseluting stent versus durable polymer drug-eluting stents in high-risk patients undergoing pci: twilight-synergy - was submitted for review. The study performed a pre-specified subgroup analysis of the twilight trial to examine the safety and efficacy of the synergy bioabsorbable polymer (bp) drug-eluting stent (des) versus a durable polymer (dp) des in high-risk patients undergoing percutaneous coronary intervention (pci). In addition, the study evaluated the effect of ticagrelor monotherapy versus ticagrelor plus aspirin on bleeding and ischemic events among randomized trial participants. The primary endpoint was target lesion failure (tlf) [composite of cardiac death, target vessel myocardial infarction (mi), clinically driven target lesion revascularization (tlr) or definite/probable stent thrombosis (st)]. Secondary endpoints included barc type 2, 3, or 5 bleeding; a composite of cardiovascular (cv) death, non-fatal mi, ischemic stroke or clinically driven revascularization; composite of cv death, non-fatal mi or definite/probable st; composite of cv death, non-fatal mi or ischemic stroke; all-cause mortality; and, the individual components of the primary endpoint. Out of the twilight trial 7,057 patients were treated exclusively with either a synergy bp-des (n = 653) or a comparator dp-des (n = 6,404). Medtronic resolute integrity and resolute onyx coronary des were among the dp-des devices used in this study. All enrolled patients received ticagrelor (90 mg twice daily) and enteric-coated aspirin (81¿100 mg daily) after the index pci. At the 3 month follow-up visit, patients who remained adherent and had not sustained a major bleeding event or a major ischemic event (stroke, mi or coronary revascularization) were eligible for randomization in a 1:1 double-blind fashion to either aspirin or matching placebo with continuation of open-label ticagrelor for an additional 12 months. Target lesion failure, all-cause death, mi, tlr, st, barc type 2, 3, or 5 bleeding, and stroke was seen in both study groups 15 months post index pci.